Event description:
Healthcare professional reported that a patient was injected into face and under the eyes with juvéderm® volbella¿ xc. After treatment, patient had serious complications with swelling that migrated. It went all over face and back and forth, and lumps and bumps that would appear and then disappear and then reappear. Patient developed a "bone-like substance" in the face. Patient got hyaluronidase put in to dissolve the filler. It did nothing. Had multiple doses of that. It did not nothing. A biopsy was performed of one of the swelling areas where the patient got the filler, and it came out as bony fragments, which, per the pathologist's criteria, the patient received radiesse instead of juvéderm." The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.